Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided breast mass tissue localization wire placement procedure using a DuaLok Localization Wire. During the procedure, it was noticed that guidewire breakage. There was no reported patient injury.

Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided breast mass tissue localization wire placement procedure using a DuaLok Localization Wire. During the procedure, guidewire breakage was noted. Ultrasonic scalpel was used, and the procedure was completed by reinserting new guidewire after withdrawal. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, Photos were provided for review. The investigation of the reported event is currently underway. Section A through F: The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
H11: Manufacturing Review: A Manufacturing Review was not required as this is the only complaint reported to date for this product and lot.Investigation Summary: The physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows a Health Care Professional holding localization wire which is bending out. Based on the photo review, the reported break cannot be confirmed. However, bent can be identified. Therefore, based on the photo review, the investigation is inconclusive for the reported break as no objective evidence was provided for review and investigation is confirmed for identified bent as localization wire was bending out. A definitive root cause for the alleged break and identified bent could not be determined based upon the provided information.Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.B5, G3, H6 (Device, Method, Result, Conclusion).Section A through F: The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.